Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge would not fit onto back of the pump. Customer attempted to install multiple cartridges but was unsuccessful. Additionally, it was reported that the wake button was unresponsive except when pushed with increased force. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.